Event description:
During the procedure a drill bit broke. All pieces were recovered and taken away from the surgical field. X-ray was taken per policy. Radiologist phoned into room, reported directly to surgeon, no foreign object. Procedure was finished without further incident. Patient discharged to pacu. Drill bit pieces given to supervisor.